Event description:
It was previously reported that a 4.0x32mm ion stent was hung up on a previously placed stent, but it was further reported that the stent was a 4.0x38mm ion stent.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the device revealed that there was blood in the guide wire lumen. The balloon was tightly folded and the stent was centered between the marker bands. There were several struts bent and flared in the first and second distal rows of stent struts. The distal tip of the stent delivery system was damaged. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-04324. It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed, 25mm long target lesion located in a saphenous vein graft to the distal right coronary artery. There was no calcification or tortuosity. A 4.0x38mm ion stent was deployed at 20 atms in the proximal portion of the graft which appeared well apposed. The physician then decided a stent was needed distally, and a 4.0x32mm ion stent was advanced but got hung up on the previously placed stent. Upon removal of the 4.0x32mm ion stent, it was noted that the front end was crinkled up on itself and that the proximal edge of the 4.0x38mm ion stent was compressed. Next, the area was ballooned with a 4.0x30mm apex balloon correcting the compression of the 4.0x38mm ion stent, except for an area of higher density which was not flow limiting. Another 4.0x32mm stent was advanced through the 4.0x38mm ion stent and was successfully implanted distally, a shorter stent was implanted proximally. No patient complications were reported and the patient status is fine.